Manufacturer narrative:
The device was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The braid was fully opened with moderately fraying at both ends. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding and the event descriptions, the report of failure/incomplete open at the distal end could not be confirmed, as returned device was found to be detached from the pushwire. Therefore, the distal and proximal ends of the braid could not be identified. The braid was found fully opened with moderately frayed at both ends. It is likely that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the failure to open issue. The damage to the braid at both ends of the device is possibly the result of the re-sheathing the device more than recommended two times. However, it was reported that the device was re-sheathed and re-deployed only two times. Per our instructions for use (IFU): begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the embolization device. Re-sheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device has not yet been received for evaluation; as a result, the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report once evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment of the pipeline flex device would not fully open during a flow diversion procedure. This device was used to treat the patient's saccular aneurysm at posterior communicating artery. It measured 3.5 mm in max diameter with neck width of 2.7 mm. The distal and proximal landing zone artery sizes were 3.9 mm and 4.75 mm respectively. The patient's vessel tortuosity was described as moderate. It was report the device was prepared following the IFU. The physician made 2 attempts to resheath and redeploy the pipeline device. After less than 50% of the device was deployed, the distal end of the pipeline did not open. This device was removed from the patient. Another device was used and completed the treatment. No injury reported.